Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of deflation issues was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. H3: device eval by manufacturer, device not eval by MFR code

Event description:
It was reported that during the implantation of an ams700 inflatable penile prosthesis (ipp), the device would not deflate. The device was removed and a new ams700 ipp device was implanted to complete the case.

Manufacturer narrative:
Device eval by manufacturer, device not eval by MFR code.

Event description:
It was reported that during the implantation of an ams700 inflatable penile prosthesis (ipp), the device would not deflate. The device was removed and a new ams700 ipp device was implanted to complete the case.

Event description:
It was reported that during the implantation of an ams700 inflatable penile prosthesis (ipp), the device would not deflate. The device was removed and a new ams700 ipp device was implanted to complete the case.